Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Lot no., UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged thoracic probe. The probe was bent. It was reported from a representative that the site did not attempt to verify the damaged probe. They saw it was bent and used a different probe from the procedure.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was bent and that impact marks on the unit prevented the unit being inserted into a known operational tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.